Event description:
It was reported that the patient had a life threatening gastrointestinal (gi) bleed. The admission date, treatment plan, diagnostic tests, or lab results were unable to be provided. This admission covers the onset of bleeding.

Manufacturer narrative:
Related MFR # 2916596-2019-03036 and # 2916596-2022-12761. The event date was estimated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.